Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation results: with all the available information, boston scientific corporation did not confirm the reported event of stent failure to deploy, the stent was returned in a fully expanded and deployed condition. The investigation concluded that the additional observed event during device analysis of inner sheath kinked was most likely caused by procedural factors such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was returned for analysis. Device labeling and identification information on the returned packaging were verified. The stent was returned in a fully expanded and deployed condition. Additionally, visual inspection identified a kink in the inner sheath of the delivery system. Risk review: a risk review was completed and confirmed that the event of "stent failure to deploy" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to pancreas to treat walled-off necrosis during an eus (endoscopic ultrasound) procedure performed on (B)(6) 2023. During the procedure, the first flange of the stent was not able to be deployed. The stent was retrieved fully covered by the outer sheath and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.